Manufacturer narrative:
(B)(4). To date the incident generator has not been received for evaluation. If the unit is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. The site indicated that the unknown type of electrosurgical pencil will not be returned for evaluation.

Event description:
The customer reported that an unknown type of electrosurgical pencil continued to activate when the activation button was released. There was no patient involvement or injury associated with the incident. The biomedical engineer at the site was not able to duplicate the report of an electrosurgical pencil continuing to activate. The site is sending the unit back for evaluation as a precautionary measure.